Event description:
Information received from a manufacturer representative reported that the patient was having difficulty charging due to a shoulder issue and it was causing pain in their back. The manufacturer representative stated that the patient would try to have a family member help them charge but it wasn't convenient. As a result, the patient's implantable neurostimulator (ins) battery was repositioned. The ins was moved from their left back to their left abdomen and the issue was resolved. The patient's status at the time of this report is "alive, no injury." Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.